Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the blood bags were not flowing properly in the chambers. First half of the bag will only flow once it gets to half of the bag, then it starts to trickle. Patient's therapy was delayed. No medical intervention was reported. The outcome of the event is unknown. Patient was involved and there were no reports of anyone being harmed as a result of the event.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified, as no problem was found. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.